Event description:
Rupture of a t220 dialyzer on its 18th use. Ebl less 100 cc. The pt's blood was returned, a new dialyzer was set up, and treatment was resumed without incident. The sample was discarded by the clinic.